Event description:
The nosecone detached from the turbohawk device when the guidewire became wrapped around device while the physician was trying to remove the turbohawk. The physician upsized to an 8fr sheath and snared nosecone from patient's sfa.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Additional correction.

Event description:
The turbohawk device was received for evaluation with the cutter driver (attached) and a 37cm guidewire section threaded through the guidewire lumen of the distal tip assembly's rotating (tapered) subassembly. The catheter shaft exhibited a severe bend at the strain relief. The noted bend appears to be related to the manner the device was packaged for shipment to the complaint evaluation lab and does not appear to be related to the reported event . The distal tip assembly's lumen contained collected biological material (dried blood, plaque, etc.). The rx guidewire lumen's proximal exhibited a longitudinal tear the entire body (non-rotating) section. The noted lumen damage included the longitudinal tearing of the tecothane jacket that secures the lumen to the body. The proximal end of the separated tapered (rotating) section's guidewire lumen exhibited lateral tearing. The guidewire section was pulled laterally at the edge of the tear-line. The proximal edge of the guidewire exhibited material deformation.